Event description:
It was reported that the physician's handheld was not holding a charge. It was reported that the performance of the device has not been impacted and a replacement programming computer was provided to the physician. It was reported that no mishandling occurred with the handheld and that it was stored on a counter in an office. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis of the handheld was completed on 02/23/2015. The handheld was received with a remaining battery charge of 40%. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 02/23/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.